Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraines prior to undergoing the implantation of essure. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depressive symptom ("symptoms of depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), urticaria ("swollen hives all over the body") with pruritus and migraine ("severe migraines"). The patient was treated with surgery (removal of essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, urticaria and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depressive symptom, fatigue, weight fluctuation, dyspareunia, urticaria and migraine to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). She underwent the surgical removal of her essure. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("we had to remove the rest of the coil as a separate piece"), pelvic inflammatory disease ("she probably has pid"), abdominal pain ("severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines / migraines/migraines several times per week severe"), headache ("headaches") and the second episode of dysmenorrhoea ("pain left leg pain during menstrual cycle"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2010, the patient experienced nausea ("nausea"). In 2012, the patient experienced cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)"), depressive symptom ("symptoms of depression"), urticaria ("swollen hives all over the body / hives") with pruritus, menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with urticaria and pruritus. The patient was treated with ibuprofen, vitamins, midol [caffeine,mepyramine maleate,paracetamol], dexamethasone, hydroxyzine, surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, abdominal pain, genital haemorrhage, depressive symptom, fatigue, weight fluctuation, urticaria, vaginal haemorrhage, menorrhagia, headache, nausea, cervix inflammation, female sexual dysfunction and allergy to metals outcome was unknown, the back pain, dyspareunia and the last episode of dysmenorrhoea had resolved and the migraine had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic inflammatory disease, urticaria, vaginal haemorrhage, weight fluctuation, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure.the procedure was tolerated without complications.it was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pregnancy test urine - on an unknown date: negative on (B)(6) 2008 patient had pathology reports rsulted in third trimester singleton placenta without histopathologic abnormality. Unremarkable 17.5 cm three vessel umbilical cord. Unremarkable fetal membranes. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. On (B)(6) 2016 patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil. Concerning the injuries reported in this case, the following ones were reported via medical record: device breakage , pelvic inflammatory disease. Lot number: 619529 manufacture date: 2009/02 expiration date: 2012/02. Lot number: 654823 manufacture date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had to remove the rest of the coil as a separate piece'), pelvic inflammatory disease ('she probably has pid'), abdominal pain ('severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. In 2009, the patient experienced headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced menstrual cramps ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)/pain: left leg pain during menstrual cycle"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)"), migraine ("severe migraines / migraines/migraines several times per week severe") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)") and pain menstrual ("pain left leg pain during menstrual cycle/pain: severe menstrual pain"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2010, the patient experienced nausea ("nausea") and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with pruritus and urticaria and rash ("rashes"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), dexamethasone, hydroxyzine, ibuprofen, ondansetron (zofran), ondansetron hydrochloride (ondansetron hcl), vitamins nos and surgery (bilateral salpingectomy- laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, depressive symptom, weight fluctuation, headache, cervix inflammation, female sexual dysfunction and allergy to metals outcome was unknown, the abdominal pain, menstrual cramps, fatigue, migraine and nausea was resolving and the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, pain menstrual and rash had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual cramps, migraine, nausea, pelvic inflammatory disease, rash, vaginal haemorrhage, weight fluctuation and pain menstrual to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure.the procedure was tolerated without complications.it was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology test: on (B)(6) 2008: patient had pathology reports rsulted in third trimester singleton placenta without histopathologic abnormality. Unremarkable 17.5 cm three vessel umbilical cord. Unremarkable fetal membranes.; on (B)(6) 2016: patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil.. Pregnancy test urine: on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: extension of expected date of next report a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had to remove the rest of the coil as a separate piece'), pelvic inflammatory disease ('she probably has pid'), abdominal pain ('severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, multigravida, parity 3 (B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. In 2009, the patient experienced headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced menstrual cramps ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)/pain: left leg pain during menstrual cycle"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)"), migraine ("severe migraines / migraines/migraines several times per week severe") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)") and pain menstrual ("pain left leg pain during menstrual cycle/pain: severe menstrual pain"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2010, the patient experienced nausea ("nausea") and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with pruritus and urticaria and rash ("rashes"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), dexamethasone, hydroxyzine, ibuprofen, ondansetron (zofran), ondansetron hydrochloride (ondansetron hcl), vitamins nos and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, depressive symptom, weight fluctuation, headache, cervix inflammation, female sexual dysfunction and allergy to metals outcome was unknown, the abdominal pain, menstrual cramps, fatigue, migraine and nausea was resolving and the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, pain menstrual and rash had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual cramps, migraine, nausea, pelvic inflammatory disease, rash, vaginal haemorrhage, weight fluctuation and pain menstrual to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure. The procedure was tolerated without complications. It was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology test - on (B)(6) 2008: patient had pathology reports resulted in third trimester singleton placenta without histopathologic abnormality. --unremarkable 17.5 cm three vessel umbilical cord. --unremarkable fetal membranes.; on (B)(6) 2016: patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil.. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were reported via medical record: device breakage , pelvic inflammatory disease. Lot number: 619529 manufacture date: 2009/02 expiration date: 2012/02 . Lot number: 654823 manufacture date: 2009/07 expiration date: 2012/07 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had to remove the rest of the coil as a separate piece'), pelvic inflammatory disease ('she probably has pid'), abdominal pain ('severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included shoulder injury in 2016, mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, multigravida, parity 3 ((B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"). In (B)(6) 2009, the patient experienced menstrual cramps ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)/pain: left leg pain during menstrual cycle"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)"), migraine ("severe migraines / migraines/migraines several times per week severe") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)") and pain menstrual ("pain left leg pain during menstrual cycle/pain: severe menstrual pain"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2010, the patient experienced nausea ("nausea") and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with pruritus and urticaria, rash ("rashes"), pelvic pain ("pelvic pain female") and pain in extremity ("leg pain during menstural cycle") and was found to have weight increased ("weight gain"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), dexamethasone, hydroxyzine, ibuprofen, ondansetron (zofran), ondansetron hydrochloride (ondansetron hcl), vitamins nos and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, depressive symptom, weight fluctuation, headache, cervix inflammation, female sexual dysfunction, allergy to metals, weight increased, pelvic pain and pain in extremity outcome was unknown, the abdominal pain, menstrual cramps, fatigue, migraine and nausea was resolving and the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, pain menstrual and rash had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual cramps, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage, weight fluctuation, weight increased and pain menstrual to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure.the procedure was tolerated without complications.it was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology test - on (B)(6) 2008: patient had pathology reports rsulted in third trimester singleton placenta without histopathologic abnormality. --unremarkable 17.5 cm three vessel umbilical cord. --unremarkable fetal membranes.; on (B)(6) 2016: patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil.. Pregnancy test urine - on an unknown date: results: negative. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event: pelvic pain , weight gain , leg pain during menstrual cycle were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had to remove the rest of the coil as a separate piece'), pelvic inflammatory disease ('she probably has pid'), abdominal pain ('severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 654823, 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included shoulder injury in 2016, mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, multigravida, parity 3 (B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced headache ("headaches"). In (B)(6) 2009, the patient experienced menstrual cramps ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)/pain: left leg pain during menstrual cycle"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)"), migraine ("severe migraines / migraines/migraines several times per week severe") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)") and pain menstrual ("pain left leg pain during menstrual cycle/pain: severe menstrual pain"). In (B)(6) 2009, the patient experienced weight fluctuation ("weight fluctuations"). In (B)(6) 2010, the patient experienced nausea ("nausea") and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with pruritus and urticaria, rash ("rashes"), pelvic pain ("pelvic pain female") and pain in extremity ("leg pain during menstrual cycle") and was found to have weight increased ("weight gain"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), dexamethasone, hydroxyzine, ibuprofen, ondansetron (zofran), ondansetron hydrochloride (ondansetron hcl), vitamins nos and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, depressive symptom, weight fluctuation, headache, cervix inflammation, female sexual dysfunction, allergy to metals, weight increased, pelvic pain and pain in extremity outcome was unknown, the abdominal pain, menstrual cramps, fatigue, migraine and nausea was resolving and the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, pain menstrual and rash had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual cramps, migraine, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, rash, vaginal haemorrhage, weight fluctuation, weight increased and pain menstrual to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure. The procedure was tolerated without complications. It was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology test - on (B)(6) 2008: patient had pathology reports resulted in third trimester singleton placenta without histopathologic abnormality. Unremarkable 17.5 cm three vessel umbilical cord. Unremarkable fetal membranes.; on (B)(6) 2016: patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil.. Pregnancy test urine - on an unknown date: results: negative. Lot number: 619529 manufacturing date: 2009-02 expiration date: 2012-02. Lot number: 654823 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("we had to remove the rest of the coil as a separate piece"), pelvic inflammatory disease ("she probably has pid"), abdominal pain ("severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 3 ((B)(6) 2004, (B)(6) 2008 and (B)(6) 2009), ectopic pregnancy, mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, c-section, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, abdominal pain lower, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted.in 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines / migraines/migraines several times per week severe"), headache ("headaches") and pain in extremity ("pain left leg pain during menstrual cycle"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In 2010, the patient experienced nausea ("nausea"). In 2012, the patient experienced cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)"), depressive symptom ("symptoms of depression"), urticaria ("swollen hives all over the body / hives") with pruritus, menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with urticaria and pruritus. The patient was treated with ibuprofen, vitamins, midol [caffeine,mepyramine maleate,paracetamol], dexamethasone, hydroxyzine, surgery (bilateral salpingectomy -laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, abdominal pain, genital haemorrhage, dysmenorrhoea, depressive symptom, fatigue, weight fluctuation, urticaria, vaginal haemorrhage, menorrhagia, headache, nausea, cervix inflammation, female sexual dysfunction and allergy to metals outcome was unknown, the back pain, dyspareunia and pain in extremity had resolved and the migraine had not resolved. The reporter considered abdominal pain, back pain, cervix inflammation, depressive symptom, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic inflammatory disease, urticaria, vaginal haemorrhage and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure.the procedure was tolerated without complications.it was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2008 patient had pathology reports rsulted in third trimester singleton placenta without histopathologic abnormality. --unremarkable 17.5 cm three vessel umbilical cord. --unremarkable fetal membranes. On (B)(6) 2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. 2. Small amount nonspecific free fluid in the pelvis. On (B)(6) 2016 patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil. Concerning the injuries reported in this case, the following ones were reported via medical record: device breakage , pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporter added. Indication updated, lot number added, patient historical and concomitant condtion added,lab data added, events added as follows:-device breakage, pelvic iflammatory disease,vaginal haemorrhage, menorrhagia,headache, cervical inflammation, pain in extremity, nausea,essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we had to remove the rest of the coil as a separate piece'), pelvic inflammatory disease ('she probably has pid'), abdominal pain ('severe abdominal pain / pain abdominal pain/severe several times per month abdomen pain') and genital haemorrhage ('heavy bleeding') in a 28-year-old female patient who had essure (batch no. 654823 , 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included mitral valve prolapse in 2004, pulmonary hypertension in 2004, nicotine dependence in 2004, multigravida, parity 3 ((B)(6)2004, (B)(6)2008 and (B)(6)2009), ectopic pregnancy, murmur functional, chest pain, anxiety, cellulitis, flank pain, unintended pregnancy, abruptio placentae, multiple cesarean sections, gastroesophageal reflux disease and elderly primigravida. She had no history of suffering from migraines prior to undergoing the implantation of essure. No nausea vomiting no fevers no urinary symptoms. No diarrhea. On (B)(6)2012 patient had ultrasound non-ob transvaginal resulted in 1.bilateral essure devices. (B)(4) . Small amount nonspecific free fluid in the pelvis. Concurrent conditions included obesity, pain in arm, hypertension, pelvic pain, right lower quadrant pain, smoker, cervicitis, itchy rash and hyponatremia. Family history included blood pressure high, diabetes mellitus (maternal grandmother) and hypertension. Concomitant products included oxycodone since 2016 and prednisone from (B)(6)2015 to(B)(6)2016. In 2009, the patient experienced headache ("headaches"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menstrual cramps ("severe menstrual pain / pain severe menstrual pain / dysmenorrhea (cramping)/pain: left leg pain during menstrual cycle"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/moderate to severe during intercourse (every episode)"), migraine ("severe migraines / migraines/migraines several times per week severe") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). In (B)(6)2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ pain/ back pain/ back pain few times per month (moderate to severe)") and pain menstrual ("pain left leg pain during menstrual cycle/pain: severe menstrual pain"). In october 2009, the patient experienced weight fluctuation ("weight fluctuations"). In august 2010, the patient experienced nausea ("nausea") and cervix inflammation ("cervical inflammation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depressive symptom ("symptoms of depression"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction- type: hives, itching") with pruritus and urticaria and rash ("rashes"). The patient was treated with caffeine;mepyramine maleate;paracetamol (midol), dexamethasone, hydroxyzine, ibuprofen, ondansetron (zofran), ondansetron hydrochloride (ondansetron hcl), vitamins nos and surgery (bilateral salpingectomy -laparoscopy). Essure was removed on 11-nov-2016. At the time of the report, the device breakage, pelvic inflammatory disease, genital haemorrhage, depressive symptom, weight fluctuation, headache, cervix inflammation, female sexual dysfunction and allergy to metals outcome was unknown, the abdominal pain, menstrual cramps, fatigue, migraine and nausea was resolving and the back pain, dyspareunia, vaginal haemorrhage, menorrhagia, pain menstrual and rash had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cervix inflammation, depressive symptom, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual cramps, migraine, nausea, pelvic inflammatory disease, rash, vaginal haemorrhage, weight fluctuation and pain menstrual to be related to essure. The reporter commented: essure-related symptoms become so severe that they have sent her to the emergency room several times during the years she has been implanted with essure.the procedure was tolerated without complications.it was quite difficult to remove that tube,patient was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Pathology test - on (B)(6)2008: patient had pathology reports rsulted in third trimester singleton placenta without histopathologic abnormality. --unremarkable 17.5 cm three vessel umbilical cord. --unremarkable fetal membranes.; on (B)(6) 2016: patient had surgical pathology reports resulted in fallopian tube, left, segmental resection: unremarkable transverse sections. Fallopian tube, right, segmental resection: transverse sections with chronic salpingitis and focal endosalpingiosis. Gross description: a. Received designated left fallopian tube is 7.3 cm. A representative transverse section is submitted as a1. B. Received designated right fallopian tube is a 1.5 cm segment of previously surgically interrupted fallopian tube that when sectioned is grossly noted for containing a metal essure coil.. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were reported via medical record: device breakage , pelvic inflammatory disease. Lot number: 619529 manufacture date: 2009/02 expiration date: 2012/02 lot number: 654823 manufacture date: 2009/07 expiration date: 2012/07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: plaintiff fact sheet received. Event rashes and pain: left leg pain during menstrual cycle was added. Event outcome was updated for the events: migraine, nausea, fatigue, abdominal pain, abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), rashes. Event onset dates were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). She underwent the surgical removal of her essure. The events are anticipated according to the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.